Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was doing several air extractions with a filled syringe. Clinical support informed customer that doing several air extractions with a filled syringe is off label per the tandem user guide. Customer successfully removed the air from the syringe properly and resumed insulin therapy. Customer's blood glucose was 303 mg/dl.